Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call trace pointers invalid error alarm, keypad anomaly and frozen display anomaly on the insulin pump. Customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed. Customer advised the insulin pump stopped working and beeped. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received in a alarm software error detected notification screen loop at boot up due to moisture damage on the electronic assembly. Unable to performed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify hardware low level failures alarm, unresponsive keypad, frozen display, or sensor functions due to software error detected alarm loop.